Manufacturer narrative:
(B)(4). Investigation result: the returned navigator device was analyzed, and a visual evaluation noted that the sheath was broken at the middle section. It was also observed that the inner liner was complete and protrude from the sheath. Microscopic examination was performed and the device was observed before moistened with water and after moistened, it was found that different sections (voids) of the sheath without coating. A functional evaluation was performed by moistening the sheath and dilator surfaces with water, the dilator became slippery indicating coating was applied to the dilator and the proximal end of the sheath became slippery without problems; however, some stiffness was felt in some areas of the distal end of the sheath. Dimensional test cannot be performed due to the unit returned with a blue tape covering the uncoated section of the sheath. No other problems with the device were noted. Taking all available information into consideration, the device met all manufacturing specifications required and no abnormalities were reported during the assembly process. However, it is possible that the device had interaction with a stone, leading to the found problem of balloon torn longitudinally. Therefore, the most probable root cause is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was not performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a flexible ureteroscopy (furs) procedure performed on (B)(6) 2022. During the procedure, the hydrophilic coating of the device has come off. The procedure was completed with another navigator hd access sheath device. This event has been deemed a reportable event based on the investigation finding of sheath break. Please see device analysis results for full investigation details. There were no patient complications reported as a result of this event.